Manufacturer narrative:
Clarification to b3 date of event: partial date april 2025. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; seroma.

Event description:
Patient's representative reported "increase in breast volume due to seroma", "periprosthetic fluid", "hardening and severe pain", "capsular contracture" baker grade unknown, "double capsule", "implants recalled from the market", "nodule", "cysts", "inframammary lymph node", "more folding", "calcifications". Corticosteroids were prescribed. Capsulectomy was performed. This record is for the left side. The device has been explanted.